Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that a single unit of an exactamix 3000 ml dual chamber eva bag was found to be leaking during administration at the patient's home. It was reported that the outside of the bladder bag was wet with a white liquid and upon closer inspection a tiny hole was noted underneath the pn nutrient label. The leak was identified after 170 ml of the solution had been administered. Administration was then ceased. It was reported that the patient has been monitored by mom and no adverse effect was noticed. It was also reported that there was no skin contact with the spilled pn solution. The actual sample was discarded by the customer and no photographs are available. It was reported that the silver overpouch and label were not damaged. The customer confirmed they used their usual method of opening the bag overpouch, carefully using scissors. No additional information is available.